Manufacturer narrative:
Investigation summary a complaint of spike breaking off into the saline bag was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 22083018 formed. The search showed that a total of 34,563 units in 1 lot number were built on 09aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: spike broke off inside saline bag.